Manufacturer narrative:
(B)(4).

Event description:
The patient's daughter stated that she received an erroneous result when testing her mother on coaguchek xs meter serial number (B)(4). The patient was first tested on the meter and the result was 6.3 inr "c". The patient was tested again on the meter using a sample from a different finger and the result was 3.0 inr. Both tests were performed around 12:00 p.m.. The 3.0 inr value was believed to be correct and no actions were taken based upon the incorrect value. The patient was not adversely affected. The patient's therapeutic range is 2 - 3 inr. The patient is tested weekly. The customer did not know the patient's hematocrit, but stated that she had blood work performed a month ago and everything was good. The patient used an odorless warmed baby wipe to cleanse her hands before sticking her finger. The customer was not sure if the patient dried her hands or not prior to sticking finger. The customer took the strip out with gloves, but did not know if the glove was dry prior to handling the strip. The patient is not anemic and does not suffer from antiphospholipid antibodies. The patient does not used heparin or direct thrombin inhibitors. There was no change to the patient's coumadin dose and the patient has had no new medications. The patient has not missed any dosages. The patient has had no change in diet and is on a liquid diet, using a feeding tube. The patient has had no changes from normal vitamins and supplements preceding the event. The patient has had no illness and no symptoms of bleeding or bruising. The customer noted that she received an error in the past indicating that there was not enough blood on the test strip. The customer's product has been requested for investigation and replacement product has been sent to the customer. Relevant retention test strips (lot 144577-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The retention material performed as specified. The returned meter & strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 3.2 inr; donor 2 inr: 2.1 inr. Donor 1 hct: 45%; donor 2 hct: 44%. Testing results: donor #1: master lot: 3.1 inr; customer strip and meter: 3.1 inr . Donor #2: master lot: 2.1 inr; customer strip and meter: 2.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.